Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) contributed to inducing multiple ventricular tachycardia episodes in this patient. The physician inquired of programming changes to mitigate these episodes. Technical services discussed the relation to the patient's rhythm and purposed programming changes to address the pauses when the runs break with possible medication adjustments. No adverse patient effects were reported.